Event description:
In 2008, the pt presented with a ruptured thoracic aneurysm and was implanted with two gore tag thoracic endoprostheses. During the procedure, the left iliac artery was ruptured. The diameter of the left iliac artery was 7-8 mm. The sheath inserted was a cook 24 french sheath. Two gore excluder aaa endoprosthesis were implanted to repair the ruptured iliac artery. The pt expired before the procedure was completed. Further investigation per cause of death is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted. Tg3420/05573313, pxc141000/05866824, pxl161407/05611948.